Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead had a confirmed fracture. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.